Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain'), salpingitis ('chronic salpingitis') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, asthma, cesarean section and painful periods. Concurrent conditions included pap smear abnormal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic removal of essure devices bilaterally, partial bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, dyspareunia, headache, nausea and weight decreased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, headache, nausea, pelvic pain, salpingitis and weight decreased to be related to essure. The reporter commented: specimen and exact source: fallopian tube(s), bilateral & essure clinical diagnosis: pelvic pain. Diagnosis fallopian tube(s), bilateral & essure: bilateral fallopian tubes and medical device, bilateral tubal ligation removal complete cross sections of fallopian tubes with chronic salpingitis. Medical device, clinically essure. Concerning the injuries reported in this case , the following ones were descsribed in patients medical record confirming:pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain'), salpingitis ('chronic salpingitis') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, asthma, cesarean section and painful periods. Concurrent conditions included pap smear abnormal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic removal of essure devices bilaterally, partial bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, dyspareunia, headache, nausea and weight decreased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, headache, nausea, pelvic pain, salpingitis and weight decreased to be related to essure. The reporter commented: specimen and exact source: fallopian tube(s), bilateral & essure clinical diagnosis: pelvic pain. Diagnosis: fallopian tube(s), bilateral & essure: bilateral fallopian tubes and medical device, bilateral tubal ligation removal. Complete cross sections of fallopian tubes with chronic salpingitis. Medical device, clinically essure. Concerning the injuries reported in this case , the following ones were described in patients medical record confirming:pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all the information from deletion case (B)(4) was transferred to this case. New reporter and reference section was added to this case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain'), salpingitis ('chronic salpingitis') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, asthma, cesarean section and painful periods. Specimen and exact source: fallopian tube(s), bilateral & essure clinical diagnosis: pelvic pain. Diagnosis a. Fallopian tube(s), bilateral & essure: bilateral fallopian tubes and medical device, bilateral tubal ligation removal complete cross sections of fallopian tubes with chronic salpingitis. Medical device, clinically essure. Concurrent conditions included pap smear abnormal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic removal of essure devices bilaterally, partial bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, dyspareunia, headache, nausea and weight decreased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, headache, nausea, pelvic pain, salpingitis and weight decreased to be related to essure. Concerning the injuries reported in this case , the following ones were described in patients medical record confirming:pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: salpingitis. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs & mr received. Case become valid and incident. Injury nos replaced with new events. Lot number was added. Reporter's information was added. Patient's demographics was added. Date of removal was added. Added event pain, bleeding, dyspareunia, headaches, nausea, weight loss. Event added from mr:chronic salpingitis. Medical history, historical drug, concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.